Event description:
The user reported that once the wire was removed from the femoral artery during a pulmonary vein isolation (pvai) procedure. The technologist wiped the wire with damp gauze and approx two inches of the distal tip broke off. A new device was opened and the procedure was completed without difficulty. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The eval is in process. A follow up report will be submitted when the eval has been completed.